Manufacturer narrative:
The reported failure of an error, err_ripc_comm_to_obm_failed, related to the communication between host and oxygen blending module (obm) being lost is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a ventilator service required alarm sounded while using a trilogy o2. The trilogy o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint of a ventilator service required alarm was confirmed by operational checking. The error log was checked and an error, err_ripc_comm_to_obm_failed, related to the communication between host and oxygen blending module (obm) being lost was observed. The device's oxygen blender board and interface board would need to be replaced to address the issue. The device will be returned without being serviced per customer's request.